Event description:
During an emergent laparoscopic appendectomy, the second application of the stapler misfired. It deployed and transected the tissue, however, the staples did not close for the entire length if the staple line resulting in a large hole in the cecum.